Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on (B)(6) 2016 and the reservoir was connected to a drain. During the procedure, the locking plate mechanism was broken, therefore, negative pressure could not be applied. There were no adverse consequences reported. No further information is available.